Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a system error 2367 was identified during a review of the event history log. A sample evaluation was performed and simulated use testing, rite functional and electrical testing, and a visual inspection verified the system error 2367. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice experienced several unknown system errors. There was no patient involvement. No additional information is available.